Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) failed to deploy. Manual hold was performed, and patient was discharged home after bedrest. There were no reports of patient injury. The device was used in an interventional procedure and a retrograde approach was used. The 5f mynxgrip was put through a 5f avanti sheath. The physician used the shuttle to deploy sealant. The device came to a hard stop. When bringing back the sheath and shuttle, the white tamping tube was not visible, and the sealant was observed to be on the delivery system. The device was shuttled properly. There was no significant resistance when shuttling down. And there was no unusual force applied when retracting the sheath. The physician attempted to place the 5f sheath carefully back into patient without success. A 5f avanti sheath was noted to be partially out of the patient but still within the vessel, using angiography for a groin shot, prior to using mynx. The physician was a seasoned certified user of the mynx device that deploys an average of 10 to 12 devices per week. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The vessels were severely tortuous but there was a graft, so it was more difficult to cannulate. There was little presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was stored and prepped in accordance with the instructions for use (IFU). A non-sterile ¿mynxgrip vascular closure device¿ was returned for product evaluation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The sealant was saturated with blood and adhered to the catheter approximately 12cm from the proximal end of the balloon. The syringe was attached to the device, and the catheter was inserted into a cordis catheter sheath introducer (csi) of the corresponding french size. No other outstanding details were observed. Per functional analysis, a simulated deployment process was performed as is indicated in the IFU. The returned device performed as intended by fully deploying the sealant with the advancer tube. The failure experienced by user could not be replicated. No anomalies were observed. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant was received exposed on the device and the advancer tube was still in the shuttle. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment, or what factors may have contributed to the sealant deploying on the catheter since there were no other damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle and/or premature swelling of the sealant. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device and deploying on the catheter. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy and a possible misdeployment of the sealant. Neither the product analysis, nor the information available for review, suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx grip vascular closure device (vcd) failed to deploy. Manual hold was performed, and patient was discharged home after bedrest. There were no reports of patient injury. The device was used in an interventional procedure and a retrograde approach was used. The 5f mynx grip was put through a 5f avanti sheath. The physician used the shuttle to deploy sealant. The device came to a hard stop. When bringing back the sheath and shuttle, the white tamping tube was not visible, and the sealant was observed to be on the delivery system. The device was shuttled properly. There was no significant resistance when shuttling down. And there was no unusual force applied when retracting the sheath. The physician attempted to place the 5f sheath carefully back into patient without success. A 5f avanti sheath was noted to be partially out of the patient but still within the vessel, using angiography for a groin shot, prior to using mynx. The physician was a seasoned certified user of the mynx device that deploys an average of 10 to 12 devices per week. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The vessels were severely tortuous but there was a graft, so it was more difficult to cannulate. There was little presence of pvd or calcium in the vicinity of the puncture site. The device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.